Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was sitting there and all of a sudden they started getting their dystonia symptoms back. Patient said they checked their implant status through their recharger application and said the implant battery died and even though they charged the implant back up to 60% the therapy didn't come back on. Agent provided education on use of communicator and dbs therapy application to turn therapy back on. The troubleshooting steps that were taken on the call resolved the issue. Patient mentioned historical event that one time before in the past their implant had turned off and they were able to turn it back on themselves.